Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the device has been discarded and logs not provided. No product will be returned for evaluation per the customer and this complaint will be closed.